Manufacturer narrative:
Section d: corrections. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was separating. Review of the event history log confirmed the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the downstream occlusion (dso) sensor was defective. The dso sensor and uso seals were both replaced, preventative maintenance was performed, and the device then passed all testing.

Event description:
It was reported that the cassette was not properly attached error. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.